Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 4.3 mmol and 11.1 mmol tests were done within 10 minutes with a difference of 78.29%. Patient did not experience any adverse events. No further information has been reported.